Manufacturer narrative:
The reported adverse event without identified device or use problem. The device was received from the field was unable to establish telemetry consistent with battery being at end of life (eol) level. Longevity assessment performed showed the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient presented to the hospital for an implantable cardiac monitor (icm) extraction. The patient was noted to experience skin discomfort. The icm was explanted and the patient tolerated the procedure well with no complications.